Event description:
In 2004 surgery to treat l3/l4 segments and l4/l5 segments. In 2005 patient complained of clicking in flexion, l5 screw appears loose on radiograph. In 2005 surgical revision to remove hardware.

Manufacturer narrative:
Construct implanted such that the screws had unequal loading. L5 screw experienced loads from 2 segments.